Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event - unknown, date implanted - unknown, date explanted - unknown, manufacture date - unknown. Item is currently under evaluation. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Washer was returned for evaluation. Investigation indicated the washer was similar to an item used in the construction of two instruments used in the united kingdom. The washer was replaced in these instruments with a tube in 2005. No further complications have been reported for this event.

Event description:
It was reported that a metal washer was found in the patient's x-ray following a total knee replacement procedure on an unknown date. The item is used on a knee impactor and was subsequently removed in a second procedure performed on an unknown date. No further information has been received.